Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure c34 was confirmed and replicated. During power-on test, the c34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/o lymphadenectomy surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the erbe generator encountered c-34 and monopolar energy was not working. Prior to calling tse, the customer replaced the energy cables, but the issue persisted. Tse confirmed the error on the system logs. The customer attempted to use the secondary port, but issue persisted. Tse advised the customer to use the classic more and issue was resolved. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedures just continued that day and that fse took care of installation of a new erbe generator. Switching to classic mode let the monopolar energy be partially available again. The generator was exchanged with a generator from other setup.